Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, diagnostic anomaly was observed on the device. There were large inconsistencies in ventricular pacing percentage. It was recommended to clear the diagnostics. Patient was stable.